Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer decided to reset the pump independently using provided pump reset information and planned to call back if needed, indicating some self-assistance in resolving the issue.